Manufacturer narrative:
The customer pulled instrument out to check lines in the back but could not find the source of the leak. A field service engineer (fse) went on-site and found gravity drain line backing up due to clogged line. Fse cleared line and flushed with bleach and no more leaking was noted.

Event description:
A customer contacted beckman coulter inc. (Bci) stating their synchron cx5 delta clinical system was leaking from the back. No injury was reported.